Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a lack of effect. The patient stated they did not know how to use the patient programmer (pp) to make an adjustment. The issue was reported to be resolved and the patient would monitor symptoms to see if they resolve. The symptoms reported were a return of urinary symptoms which started three weeks after implant. The return of symptoms was reported to be sudden in nature. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.